Event description:
The patient reported experiencing elevated blood glucose levels reaching approximately 18-19 mmol/l (324¿342 mg/dl) after approximately 1-4 hours of pod wear on the abdomen. The patient reported that bolus administration was painful while wearing the pod. Upon pod removal, the infusion site was observed to be red and swollen, and the patient noted that insulin appeared to have accumulated under the skin. These skin-related symptoms were reported to have occurred at different infusion sites. The patient further indicated that, during some hyperglycemic episodes, bolus doses did not appear to lower blood glucose levels as expected and blood glucose continued to rise. When insulin delivery did appear to take effect, the patient reported a sudden and significant decrease in blood glucose, resulting in hypoglycemia. The patient did not specify the number of times this occurred. During the currently reported hyperglycemic episode, the patient confirmed that a new pod was applied and therapy was successfully resumed. The device was received for investigation, and a bent cannula was identified.

Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria.